Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately two months ago. Vessel morphology at the time of implant was not provided. The graft was implanted and remains in the patient. It was reported that a talent thoracic stent graft was successfully implanted in the patient; however, the patient expired at unknown later date. An autopsy was performed and the talent stent graft was found to be successfully deployed with no vessel damage due to stents. The autopsy assessed that the patient's death was not related to the talent stent graft. No further information is available.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (death), (cause of death is unknown).